Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that reaction washer probe 5 was dripping and erroneous results were obtained on patient samples on the atellica ch 930 analyzer. Siemens remotely accessed the customer¿s analyzer and performed an auto check of the reaction washer, which revealed that the reaction washer probe was empty. A siemens customer service engineer (cse) was dispatched to the customer¿s site. After inspecting the analyzer, the cse confirmed that the reaction washer probe 5 was leaking into the reaction cuvettes. Then, the cse replaced a solenoid valve, primed the system water, ran the daily maintenance, cleaned the reaction cuvettes, and performed a successful auto check of the reaction washer. The cse also confirmed that the reaction washer probe 5 was not leaking anymore. Next, the cse ran quality controls (qc), which recovered acceptably. Siemens further evaluated the information provided and determined that the fluid dripping from the washer probe diluted the sample reaction in the reaction cuvettes, which potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ch 930 analyzer. Additionally, a falsely depressed creatinine_2 (crea_2) was obtained on an alternate patient sample on the same instrument. These results were reported to the physician(s). The samples were repeated on an alternate instrument, and the co2_c result recovered lower while the crea_2 result recovered higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to the event.